Manufacturer narrative:
Some photographs were shared by the customer, where the most important condition is a comparative with a new and actual sample, were an incomplete insertion is observed. No additional damage or anomalies are observed. One (1) used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received it was observed and incomplete insertion from the spike into the chemolock, no additional anomalies was observed. No mating device was returned. The returned set was primed and a leaks between the bond of the spike and chemolock was confirmed. Complaint of leaks can be confirmed based on the physical used sample evaluation. The complaint was confirmed through lot review. The probable cause was due to an incomplete insertion during assembly process during manufacturing.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a chemosafelock bag spike where the customer reported that there was a leak at a connection part between a root of spike and a female connector that occurred during patient use. Terumo received the device and evaluated as follows: "one (1) actual sample was received connected to a saline bottle (hikari). The package was also returned. When manually applied pressure slightly on the saline bottle, leakage occurred at the bonding portion between the spike and the body. Upon closely checking the bonding portion between the spike and the body, the depth of bonding was confirmed to be shallow. A part of male taper was at visible position. Preparation is the type of procedure. Chemosafelock vial adapter, chemosafelock male connector, terumo syringe, and chemosafelock infusion set are the identified mating devices. Isontonic sodium chloride solution "hikari", and keytruda injection 100mg was medication involved. The event was not detected prior to direct patient use. The event occurred during preparation. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention were required. The device was changed out/replaced with no further problems encountered. There is 1 problematic device and is available to be tested and being returned for investigation. Product was not disposed. Same lot device sample is not available. Mating device is not available to be tested. A sample photos are provided showing involved product connected to a vial and the actual sample and a good sample. There was patient involvement."